Event description:
Customer alleged discrepant blood glucose results of 400 mg/dl, 179 mg/dl, 89 mg/dl, and 150 mg/dl when testing was performed back-to-back, within 6 minutes, on the advantage system. Customer reported symptoms of sweating, run-down, and tired with these results. Customer did not treat or act on results. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.